Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the pessary retrieval string was missing, and therefore unavailable to aid in removal of the product. The consumer required assistance from a medical professional to remove the product. Multiple attempts were made to follow up with the consumer, however, these contact attempts were unsuccessful. No consequences reported.